Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in 2008. The lens was explanted two days later, due to excessive vaulting. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the cause of the excessive vaulting was due to a sizing issue. The pt had a micl 13.2 implanted in the other eye and that lens was also removed - see MFR report # 2023826-2008-01044. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A lens work order search was performed and no similar complaint was found.